Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and implant exchange from textured to smooth due to the concerns of the product.

Event description:
Healthcare professional reported rupture and implant exchange from textured to smooth due to the concerns of the product against right side device. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: overweight, wear abrasion, cloudy and crease fold. The device is weighed again in the mo502-65-004 and it is within specification. Voids was observed after autoclave disinfection process. No opening was found in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d9, g1, h3, h6.

Event description:
Healthcare professional reported rupture and implant exchange from textured to smooth due to the concerns of the product against right side device. Device has been explanted and replaced.